Manufacturer narrative:
The device was not returned for analysis. There was no serial number reported for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. (B)(4). Received: 26 february 2019 /revised: 4 may 2019 /accepted: 17 june 2019 /published online: 22 july 2019. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: ab interno tube ligation for refractory hypotony following non-valved glaucoma drainage device implantation.a. Vergados1, & a. A. Mohite1 & velota c. T. Sung. The literature have been reviewed. A retrospective study was done to report the 2-year outcomes of a novel surgical technique allowing reduction of the intraluminal diameter of the tube without total tube occlusion in order to allow enough increase in outflow resistance to permit resolution of hypotony whilst also achieving adequate intraocular pressure (iop) control. Out of 271 non-valved glaucoma drainage device implants, 12 eyes of 12 patients developed refractory hypotony, and 10 out of the 12 eyes had a baerveldt implant (model,baerveldt 350 number 5, model baerveldt 250 number 5). These patients underwent the novel procedure of ab interno partial tying of the tube to control the hypotony. Additional reoperations performed post ab interno ligation of the drainage tube were: untying of the proximal tube tie (n=2), repeat partial tube ligation (n=7), laser suture lysis of proximal tube tie (n=5), lensectomy, (n=2), pars plana vitrectomy (n=2), untying of distal tie (n=2), healon gv into anterior chamber (n=6), anterior chamber paracentesis (n=1), removal of silicone oil as oil blocking tube (n=1), re-insertion of supramid (n=1), and phacoemulsification (n=1). This report address the baerveldt implant, model baerveldt 350. Another MDR is submitted for the suspect baerveldt 250.